Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp did not know the date of the onset of the reported event as it occurred prior to the patient being a pump patient in the hcp¿s care.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving baclofen (2000 mcg/ml) at 180 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. The patient made a comment that there was a previous motor stall that did not recover. It was unknown if the patient had an MRI. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.